Event description:
Event description cpi received information that approximately thirteen months post-implant, this implantable pulse generator (ipg) reported a gas gauge pointing close to elective replacement time (eri). The device was programmed to nominal parameters.